Event description:
The pt underwent anastomosis using the car device. On day 2 after the procedure, the pt was checked and a leak was detected. The surgeon re-performed the anastomosis with traditional staples.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd (B) (4)) and the importer (B) (4). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specifications. The device was not returned for eval (according to the surgeon, the ring was intact). The surgeon claimed that the pt suffered from a genetic problem (ehlers danlos syndrome) - the probable cause for the failure. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices.